Event description:
Patient pulled out her ng tube. A new size 8 corpak ng tube was replaced, and position verified. When rn went to instill fluids, there small holes noted at the top ng the tube. Tube removed.